Event description:
Boston scientific received information that the left ventricular (lv) lead was surgically abandoned. The impedances had been increasing and were measured at 1,336 ohms. The local sales representative also noted that the lv lead had high pacing thresholds. A fracture was noted on the on the lv lead. No adverse patient effects were reported. A new lead has been successfully placed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.